Event description:
It was reported that the device was used during a cholecystectomy, the jaw did not open after firing. Tissue was excised to remove the device. Another device was used to complete the case. There were no adverse pt consequences.